Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced air bubbles in her reservoir. The air bubbles were the size of champagne bubbles. The customer did not rewind with a reservoir in place. Troubleshooting could not be completed because the insulin pump was not present at the time of the call. Customer agreed to call back to continue troubleshooting. Advised that ten reservoirs would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)